Event description:
Information received indicates, the head end of the bed drifts down.

Manufacturer narrative:
The technician found the s-10 solenoid valve on the manifold was leaking and not holding. The technician replaced the s-10 solenoid valve to repair the bed.